Event description:
It was reported pt status post plate and screw implantation, (B)(6) 2011, returned for post op visit on (B)(6) 2011. X-ray showed the 4.0mm ti quick lock cancellous screw at c7 had pulled out in the ti cervical spine locking plate. It was noted the pt had healed. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.